Event description:
Defective gauge. The device was inflating the balloon however the gauge was not reading.

Manufacturer narrative:
It was reported that during cardiac pci the device was inflating the balloon however the gauge was not reading and failed to register the inflation pressure leading to rupture. Fortunately, the doctor was vigilant and realised before over inflating. Inflation device replaced with another unit and procedure completed without further issue. Procedure was completed successfully. Pci pack ref: sansysc03c; lot: cs2584072. There were no reports of death, serious injury, medical intervention, or follow up care.

Manufacturer narrative:
Added h6 (b) investigation types 4110 and 4121, but there was no change to the findings or conclusion.